Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that customer experienced high blood glucose level of over 500 mg/dl. The customer treated high blood glucose level with manual injection. The customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was neither in emergency room, nor admitted into hospital due to high blood glucose. The customer's high blood glucose issue was started six months ago, event began in (B)(6) 2020 and customer does allege insulin pump for under delivery. Auto mode feature was not active at the time of event. The insulin pump will not be returned for analysis.